Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, a proxy .035 inch guide wire was backloaded through the sheath without resistance noted. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to advance the guide wire, include, but not limited to, patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty (pta) procedure with a 6f sheath. Reportedly, after several attempts, the device was unable to be advanced along the guidewire. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.